Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not hold seal when deployed into the aorta. The seal failed to unfold when deployed. The surgeon placed a finger over the seal and aortomomy, to anchor in place the seal, while pulling the delivery device back. There was a minor procedural delay due to the circulating nurse needing to leave the room briefly to obtain a new unit to replace the malfunctioning one. There was no incurred or further harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d4, g4, g7, h2, h6, h10 the device was returned to the factory for evaluation on 06/23/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Only the delivery device with the seal and tension spring assembly was returned for evaluation. Signs of clinical use and evidence of blood was observed on the delivery device as well as on the seal indicating an attempt was made to introduce the device into the aorta. The seal was observed in the delivery device in a fully opened deployed state. There were no visual defects observed on the seal, no cracks or delamination was observed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the seal, no cracks or delamination was observed. No measurements of the delivery device were taken due to the presence of blood. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.